Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned to dexcom for evaluation. An external visual inspection was performed and no defects were found. Functional testing was performed and no defects were found. A review of the downloaded receiver log did not find any errors related to the customer complaint. The receiver case was opened for further evaluation. An interior inspection did not find any damages to the main board. The customer complaint of an overheating receiver was not confirmed. A root cause could not be determined. Additionally, two usb chargers were returned with the device (lot number 2130260 and lot number 2130241). Both chargers did not have any physical damage found from a visual inspection. The usb cable pins were measured and a load test was performed. Both devices were determined to be operating within the required specifications; therefore, they are not defective.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver was overheating. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.